Event description:
It was reported that during a lap chole procedure, there was a noisy ratchet from the device and the staples were misaligned. The clips were dropping from the jaws. Another device used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.